Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip of the forceps broke off and became damaged. There was risk of residual material in the body. X-rays have been taken, and it has been confirmed that nothing appears on them.